Event description:
During product evaluation, the pump failed a 12-minute accuracy test on channel b and c. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 05 2007. Evaluation summary:the condition of a failed 12-minute accuracy tests on channel b and c were confirmed during product evaluation. Inspection of the device found that the events were caused by faulty pump head mechanisms. Therefore, the pump head mechanisms channel b and c were replaced.